Manufacturer narrative:
(B)(4).

Event description:
The customer reported there was a leak on the left side of the beckman coulter lh750 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) located the source of the leak. The leak was coming from the sample line tubing that runs from the needle on the lh750 instrument through pinch valve (vl) 114 to tee-fitting (ft) 2 in the slidemaker. Fse replaced the tubing which was cut that the pinch valve. There was no further evidence of leaking. Root cause for the leak was a cut tubing at vl114 of the slidemaker.